Event description:
It was reported that 19 separate bd vacutainer® sst¿ blood collection tubes failed to meet the aql of "2.5%" for stopper pullout of "0.7 lbs or greater" before use during r&d testing. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "failed to meet aql of 2.5% for minimum second pullout of 0.7 lbs or greater in accordance with specification vs50007. Qa final inspection for evacuated tubes specification there were 19/30 failures".

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples evaluated and the customer's indicated failure mode for stopper pullout with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 19 separate bd vacutainer® sst¿ blood collection tubes failed to meet the aql of "2.5%" for stopper pullout of "0.7 lbs or greater" before use during r&d testing. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "failed to meet aql of 2.5% for minimum second pullout of 0.7 lbs or greater in accordance with specification vs50007 -qa final inspection for evacuated tubes specification there were 19/30 failures."